Event description:
It was reported the patient¿s battery was depleted. It was believed to be normal battery depletion but they were not sure. It was later reported there were impedances greater than 4,000 ohms on 0/4. It was noted the patient may need surgical revision because they are replacing the stimulator. As far as they knew the stimulator was not depleted and they were not sure why they needed a surgical revision. The patient felt a ¿buzzing¿ at the pocket. The same day it was reported when impedances were run at 3.5 volts there were ¿???¿ impedances. They noted the buzzing at the pocket site started a few months prior. No falls or traumas were noted. The buzzing goes away when the stimulator is turned off. It was noted they were going to the or at the time of report. Patient was getting coverage from their stimulation but it was not as good as before. The plan was to use a pocket adaptor and replace the device. There was no plan to do any lead revision. Follow up reported the battery was replaced and the buzzing sensation went away with the new battery. The patient was doing well and getting good stimulation. Further follow up noted there were no malfunctions noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3998, lot # lb7952, implanted: (B)(6) 2004, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).